Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The hospital reported that oxygen concentrations were fluctuating. High and low o2 concentration alarms were triggering.